Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Per oos, lead was explanted due to dislodgement causing av dyssynchrony which caused the patient to develop cardiomyopathy. Patient was experiencing shortness of breath and chest pain prior to explant. Should additional information become available, it will be added to this file.